Event description:
It was reported that the patient had a miniarc precise sling implanted previously. Subsequently, the patient experience retention and the physician removed the mesh and placed a new sling. No additional patient complications have been reported in relation to this event.